Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer passed away. Cause of death was not provided. No additional information was provided. The pump is expected to be returned for evaluation and a pump data review will be performed. Follow up report will be submitted accordingly.